Manufacturer narrative:
(B)(4).

Event description:
It was reported that error icon displayed occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional. H2: additional information/device evaluation. H3: device evaluated by manufacturer - additional. H6: adverse event problem - additional.

Event description:
"The product was evaluated. An external visual inspection was performed and no damage. Receiver charge and boot tests were performed and passed. Functional tests were performed and passed. An internal visual inspection was performed and due to moisture damage. The log was downloaded and reviewed finding error related to complaint. The allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported."

Manufacturer narrative:
(B)(4)

Event description:
It was reported that an error icon displayed occurred. The product has been returned and the investigation is being reviewed. A supplemental report will be submitted after the review is complete.